Manufacturer narrative:
Weight information obtained.

Event description:
New information received states that the device was replaced. No complications. Patient was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient was experiencing uncomfortable stimulation, causing their right arm to become numb. Patient stopped charging their ipg due to the uncomfortable stimulation, rendering the ipg inoperable. In turn, surgical intervention may take place to address the issue.